Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm. Customer stated that he smelled insulin in the reservoir compartment. Customer stated that his blood glucose value was 159 mg/dl at night and in the morning it was over 300 mg/dl due to the no delivery alarm. Current blood glucose was 159 mg/dl. Customer reported that the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.